Event description:
Revision surgery: hemi to total hip conversion, due to unknown reason.

Manufacturer narrative:
The agent reported revision for hemi to total hip conversion for unknown reason complaint has been evaluated and is similar to report number 1644408-2020-01095; 412-01-056, s800 - revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.